Event description:
It was reported that there was a coupling problem was reported. It was noted that there was no coupling bars reported. It was noted that the patient did an antenna locate and got 42 to 44. It was noted that the patient reported last successful recharge was 6 days prior for 3.5 hours with an unknown number of boxes shaded as the patient did not know how to look for those. It was noted that the patient charged form 0 to 75% full. It was noted that the patient fell right after surgery right on the implantable neurostimulator. It was noted that the pocket assessment found that the ins was very superficial. It was noted that an x-ray would be performed. Additional information received reported that the patient was getting zero bars coupling but was still able to recharge. It was noted that due to doctor experience the manufacturer representative was sure that it was not a depth issue. It was noted that the patient fell on their back a few days after implant and the pocket was sore before and after this time. It was noted that an x-ray was performed and it did not appear that the ins was flipped. It was noted that the ins was on the right side and the leads came out of the header toward the right hip. It was noted that it sounded like the ins might be 1.5 to 2 cm deep and the reporter thought that it was not so deep that there would be no coupling bars. It was noted that a new recharger would be tried. Additional information received reported that the patient was charging more than expected. It was noted that the patient met with the health care professional and manufacturer representative a week ago because, the ins was totally dead and the patient was not sure of how to charge. It was noted that they reviewed and the patient went home and charged fully with eight coupling boxes. It was noted that the patient charged for 8 hours. It was noted that the patient went to charge today and the device was back to zero showing between 0 and 25%. It was noted that a coupling problem was reported. It was noted that the patient could not get any black boxes. It was noted that the patient stated that if they had to charge every week they may not even want the implant and stated that they did not believe that this was what they expected. It was noted that the patient was unsure if the device was on. It was noted that the patient did feel a little stimulation. It was then confirmed that the device was not on and could not be turned on until charged. It was noted that the incision site was sore and after charging all day on tuesday it was particularly sore. It was noted that the patient stated that they had a constant discomfort and felt like they should bring a pillow around. It was noted that the first night that the patient had the device, it was noted that the patient could not sleep because, the pulsation of the stimulation was so fast that the patient turned the implant off and still felt stimulation for two weeks. It was noted that the patient never checked the device to make sure it was off. It was noted that the patient was very uneducated regarding the device.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).